Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was noted. No traces of moisture were discovered on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. No numbers scrolling anomaly occurred during testing. The following cosmetic damage was found on the device: cracked case at display window corners, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump has been stuck in a button error alarm for a day. The customer's blood glucose at the time of incident is unknown. The customer does not recall any significant events leading to the alarm. She states that she wears the pump inside of her pants and that she sweats a lot. Troubleshooting was initiated for the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.